Event description:
Non-delivery due to alarm condition reported. Upon pt discharge home (3/23/99) the pump was set to infuse zosyn 3.375g in 50ml over 30 minutes every 6 hrs, with a kvo rate of 0.2ml/h between doses. On 3/24, the pump alarmed occlusion and an agency nurse went to the pt home to reset the pump, flush the pt line and restart the dose. At midnight (the next dose), the pump again alarmed occlusion. The nurse went to the home and could not flush the line; it was occluded. The pt went to the emergency room on 3/25; the line re-opned with urokinase and the kvo rate was increased to 0.4ml/h. On 3/28, the agency rec'd a call from the family. They said the pump had been alarming for 2 days. Despite the alarms, they had not called the homecare agency and they had changed the bag at the scheduled time, wasting a "significant" amount of fluid. Over the phone, the homecare instructed the family to flush the line, but they were unable to do so. The pt was admitted to the pediatric unit for new access insertion; however, hosp nurses were able to re-open the access. The pt was sent home, but was readmitted when she became listless and lethargic. Her white blood cell and platelet counts were decreased. She developed a rash, and was diagnosed with drug reaction vs epstein-barr syndrome. The pt recovered after 3-4 days and was discharged home. The homecare believes the pt missed a total of 5 does. It is not felt that the readmission was related to the missed antibiotics. The pump alarmed appropriately for occlusion each time. No add'l info was available.